Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient vision was vision a week after the operation was 10/10 with sph -0.75 but the patient mentioned that she had foggy vision in both distances far and near. The surgeon suggested to wait 2 weeks and check again the vision. Post operative 3rd weeks the patient continued had the same refraction but she was still not happy with the vision. The patient was mentioning a cloud from the side, like the eye was out of focus. The surgeon dilated the pupil and I found a vertical crack exactly on the borderline of the elevated plateau of the lens. On the (B)(6) 2026 the surgeon performed an iol exchange with implantation of a single piece lens. 10 days postop the vision is 10/10 and the patient was happy with her vision. The surgeon assessed that causal relationship between the event and the product as related. There was no impact to the patient. Post iol exchange the patient had completely recovered. There was no delay occur during the procedure. Additional information received and stated that, the patient reported did not have a good vision post operatively, describing the vision as continuously out of focus, along with a sensation of a cloud appearing from the side. The surgeon has requested clarification on whether the observed crack in the optic zone could be a contributing factor to the patient¿s visual symptoms.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause: root cause has not been identified. Two photos were provided. The first photo showed the patient¿s eye. Lines were observed, which appeared to be under the lens. Due to the three areas of glare on the pupil, the area of focus cannot be determined. The second photo was the same as the first except the area of interest was circled in black. There was a large circle of glare in the indicated section. A possible scratch/crack was visible at the top of the reflected circle. This area was perpendicular to the travel path. This appeared to be on the anterior surface. Damage angled to the travel path on the anterior surface may be caused by loading forceps or a plunger override. The manufacturer internal reference number is: (B)(4).